Event description:
It was reported via repair work order that the power cord ground plug was broken off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.